Manufacturer narrative:
(B)(4). (B)(6). This report is being filed on an international device; tecnis optiblue itec 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA (B)(4). The lens was not returned to the manufacturer for evaluation as the lens remains implanted to date. The reported complaint can''t be verified. A manufacturing record review (mrr) was performed and the lens was manufactured according to specifications. Sterilization records were also reviewed and no deviations were found that affects the sterility of the device. The units were released according to specification and in compliance with the product intended use as required. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens, model zcb00v, was implanted into the right eye of a (B)(6) female patient, the surgeon observed uveitis. According to the surgeon, the uveitis is a hypersensitive reaction to the lens. Predonine (steroidal anti-inflammatory drug) and clavit (antibacterial agent) were prescribed. The patient is doing well. No further information was provided.

Manufacturer narrative:
Additional information: returned representative samples were tested for leachables. A spectroscopic evaluation confirmed no evidence of any extraneous chemicals in the returned lenses. All pertinent information available to abbott medical optics has been submitted.